Manufacturer narrative:
Device serial number unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that no parts were replaced. The system passed the system checkout and was found to be fully functional. It was reported through follow-up that the cable was not replaced during the system checkout as the site was preparing for a new system. The cable was swapped out and returned to the manufacturer for analysis. The cable was returned to the manufacturer for analysis. Analysis found that the connector was very loose on the returned cable. Further investigation found several broken wires within the connector. A continuity test confirmed opens to multiple pins. The lemo connector was also found to have been opened then re-assembled incorrectly inverting the pin block. After re-assembling the connector correctly, all pins had good continuity. Analysis found that the reported event was related to a mechanical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection. It was reported that intra-operatively, the site had a green line of communication with a microscope but the tracker showed disconnected. Navigation was not aborted; the site continued navigating without the microscope. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. A manufacturer representative was able to replicate the issue the following day.